Event description:
Subsequent to the initial medwatch report submitted, additional information was received stating: user-facility medwatch report received event desc: during percutaneous coronary intervention (pci), stent was inserted into 6f guideliner and would not pass through guideliner. Stent came out damaged and unable to use. Successful placement of a second 3.5 x 28.0 mm xience drug eluting stent to an occluded mid right coronary artery [rca] restoring timi-3 (thrombolysis in myocardial infarction score) flow with excellent angiographic results and 0% residual stenosis. No patient injury noted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a procedure of the mid right coronary artery, two different xience v stent delivery systems did not cross the target lesion. The patient was treated satisfactorily with a 3.5 x 28 mm xience v stent. The patient experienced no untoward effects as a result of the failure to cross and there was no reported clinically significant delay in the procedure. Though requested, no additional information was provided. Return device analysis revealed that there was shredding on the distal balloon taper.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Add'l device: other: guideliner catheter. The device was returned for evaluation. The failure to cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Additionally, there was shredding on the distal balloon taper. The balloon shredding appears to be the result of the procedure circumstances, as there was no report of any damage to the balloon during visual inspection or preparation of the product prior to the procedure. Based on the information reviewed, there is no indication of a product deficiency.